Manufacturer narrative:
The company service rep examined the system and did not confirm the system message reported. The system was tested. The pressure/vacuum manifold was replaced as a preventive measure. The system was then tested and met all product specs. The company service rep observed surgery on one pt and all went well. A review of complaints for the last 24 months indicated there have been no additional, related reports for this system. The sample associated with this complaint was not returned for eval and steps could not be taken to replicate or confirm the reported event. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: posterior capsule tear. Malfunction: vacuum surged. The surgeon reported that during the irrigation/aspiration (I/a), the vacuum suddenly went to maximum and a posterior capsular tear occurred. The system ceased responding to the footswitch pedal input. There was no I/a and no reflux. The system message displayed indicated to check the cassette. The staff checked the cassette and no problems were found. However, the vacuum did not work. The system was switched out and an anterior vitrectomy was performed.